Event description:
Patient received 5fu 4650 mg (93ml + 7 ml overfill for tubing) connected to curlin 6000 5fu home ambulatory infusion pump at 1324 on (B)(6) 2018. Bag to infuse over 46 hours at 2.02 ml/hr (rounded to 2.0 ml/hr). Patient's 5-fu pump was beeping upon arrival. Patient stated that it started beeping "up occlusion" around 0845-0900. Patient checked pump and bag on 5-fu and bag appeared to be completely empty. Patient continued to press pause on pump, until she arrived for scheduled appointment. Upon arrival 5-fu bag is completely empty. Patient denies any other problems or issues with the pump until it started beeping this morning. Patient's pump was scheduled to finish at 1115, so was completed almost 3 hours early.